Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A perclose proglide device was then used to successfully close the right femoral artery to complete the procedure. There was no adverse patient sequela reported. No additional information was provided. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. (B)(4).

Event description:
It was reported that the procedure was to treat an expanding pseudoaneurysm of the saphenous vein graft (svg) to the right coronary artery (rca). On (B)(6) 2017, four graftmaster covered stents (4.80 x 19 mm, 4.00 x 26 mm, 4.50 x 26 mm and 4.80 x 26 mm) were implanted for treatment. The pseudoaneurysm was sealed and there was no adverse patient sequela at the time. However, on (B)(6) 2018 the patient was re-admitted to the hospital as the pseudoaneurysm was found to be leaking in the area where the 4 graftmaster covered stents had been placed. Additionally, the distal stent from the previously implanted graftmaster stent (4.8 x 26 mm) was not properly apposed to the lesion. Therefore, dilatation of the stent was done with a non-abbott balloon catheter. Then, another 4.8 x 26 mm graftmaster covered stent was implanted in the mid portion of the svg; however, there was still leakage. A 4.5 x 26 mm graftmaster covered stent was then implanted in the distal portion of the svg; overlapping the distal portion of the previously implanted covered stents. Post-dilatation was then done with a 5.5 x 20 mm non-abbott balloon dilatation catheter. Although there was less leakage, the pseudoaneurysm was not completely sealed. It was then decided to not place any additional stents in the distal portion of the rca to avoid trauma to the vessel and to avoid possible distal embolization of thrombus. There were no device issues reported with either graftmaster covered stents.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use specifies: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts 2.75 mm in diameter. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.